Manufacturer narrative:
(B)(4). Visual examination reveals that the exposed glass tip measures 0.5 mm and appears used. The pattern on the tip face is consistent with a fracture indicating that the tip or a portion of the tip broke off.

Event description:
It was reported to boston scientific corporation that a flexiva 365 laser fiber was used during a ureteroscopy procedure on (B)(6) 2013. According to the complainant, during the procedure, the laser fiber burned back too quickly. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. The event, as reported, does not constitute an MDR reportable event; however, the returned device revealed an MDR reportable event.